Manufacturer narrative:
The device was returned to olympus for inspection, based on the results of the investigation, it is likely the following led to the malfunction: for the c-cover had a burned and burn marks on the forceps holder, is possible that high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. For the coating peeling on the forceps elevator is likely a degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited c-cover had a burn, burn marks on the forceps holder and coating peeling on the forceps elevator. There was no patient involvement.